Event description:
It was initially reported, that a pt with the interstim ii device fell going down a wet ramp outside her house. The pt has a burning sensation at the implant site. The hcp noted in our follow-up letter, that the pt's device was removed due to an infection. Further info is being requested from the hcp about the pt's infection.

Manufacturer narrative:
.